Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 14mh30, serial/lot #: unknown. A: patient information has been updated h6: annex a, annex b and annex d codes have been updated. H3: product analysis (pli20): no conclusion can be drawn. No evaluation was performed, as the device was discarded by customer. H3: product analysis(pli10): no conclusion can be drawn. No evaluation was performed, as the device was not returned and still in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cranial biopsy procedure, the vertek biopsy system was used and the drill attachment was initially utilized instead of the correct drill bit and corresponding attachment. After the incorrect attachment was identified, it was replaced with the correct one. Burn marks were observed on the patient's skin and were reported to be due to the use of the wrong drill attachment. The procedure continued and tissue samples were obtained. There was a surgical delay of less than one hour. Additional information received stating that the patient is in good condition. No additional procedures were carried out following the burn.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 14mh30, serial/lot #: unknown. H3: product analysis: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.